Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon stuck inside vagina [foreign body in reproductive tract]. Braid of the tampon fell off [device breakage]. Case narrative: consumer reported via e-mail that the braid of the tampon fell off. No serious injury reported.